Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Section was left blank as the customer's weight are unknown.

Event description:
At 7:42 a.m., the customer ran a control test on a contour next ez meter and obtained a reading of 192 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.